Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized due to low blood glucose. The customer was treated with the insulin pump. The blood glucose level at the time of the event was 30 mg/dl. Prior to the event, the customer stated he had not eaten for awhile and he felt low. He was driving and his car started to zigzag. This led to him being pulled over by the police. The police called the paramedics. The current blood glucose reading was 258 mg/dl. No further information was provided.